Event description:
It was reported that the lead was pulled out of place and the hcp was to schedule surgery to replace the lead wire. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).